Event description:
On (B)(6) 2022, information was received from a patient who was implanted with an implantable neurostimulator (ins) for rsd/causalgi a-complex regional pain syn and spinal pain indications. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt states his device has never worked since implant however later stated he wasn't sure when stopped helping him. Pt states he has had the ins adjusted numerous times by a manufacturing representative (rep) but still didn't work and was not sure why. Pt states device has been dormant for a long long time and has been years since ins was charged. Pt states he tried to charge unit however giving him codes such as cannot find device and the other icon was unknown. Pt could not recall when the last time he had last charged the unit was. Pss (patient services) reviewed overdischarge and longevity of the ins.  Pt states he needs an MRI however the facility will not do so without knowing more information on the scs device. Pt stated that they couldn't get the MRI done without having the device turned on and in MRI mode, so this was becoming a big nuisance for them.  Patient hasn't used ins for around 8 years as they haven't needed it. Tss reviewed use of eligibility form but patient hasn't seen their managing hcp for a long time and therefore, it's unknown that the hcp would complete the form. On (B)(6), the manufacturer representative (rep) reported that they were in the process of performing a physician mode recharge (pmr) on the pts device on (B)(6) 2022. They stated the ins had been dead for 7 years. No symptoms reported. On (B)(6) 2022, additional information was received from the manufacturer representative (rep) reporting that multiple attempts were made to bring the device out of overdischarge without success. The patient did not want to keep trying. An MRI eligibility form was filled out and the physician plants on explanting the device in the future.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that a date for the explant has not been determined.